Manufacturer narrative:
(B)(4) for the reported issue of bands failed to deploy. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
One speedband device was returned for analysis. Residue was present on the device indicating use/handling. A physical examination of the device found the suture still intact and attached to the trip wire loop. The seventh (blue) band was broken and caught under the sixth (white) band. The ligator head teeth were without damage. The trip wire was secured in the handle assembly slot but was not pulled tight prior to being secured in the handle slot as evidenced by a short amount of wire exiting the slot. A functional evaluation of the handle was performed by turning the handle knob at 180 degrees and an audible click was heard, no issue was noted with the handle assembly. It appears that the user either failed to secure the trip wire during use or secure the wire before removing all slack in the wire. This impacted the deployment activity of the bands. Therefore, the most probable root cause could not be determined at this time. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the bands failed to deploy. No visible issue was noted with the device or its packaging prior to use. The procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on june 23, 2015 that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the bands failed to deploy. No visible issue was noted with the device or its packaging prior to use. The procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.